Manufacturer narrative:
(B)(4). Report source: foreign - australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified overall fit of the left total knee arthroplasty appears normal without abnormal alignment of the arthroplasty. Both lower extremities demonstrate valgus alignment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02699.

Event description:
It was reported the patient underwent an initial knee surgery and the total knee was placed in valgus tibial alignment. Subsequently, the patient felt very unhappy with their knee and the surgeon felt it needed revised before valgus alignment worsened. The patient was revised approximately 2.5 months post implantation. Attempts have been made and no further information has been provided.